Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The patient reported that he wanted the pump removed. He stated that the actual dosage was so high his heart rate was 140 and he "could taste it. He also reported that the pump was implanted in a bad spot and it hurt. He stated that he could not eat, could not sleep, had acid reflux, and had been spitting up phlegm. He stated that he was suffering like an animal. He stated that all of his back pain was back, so he did not think he was getting much medication. He stated that his doctor was not providing oral medication and had been lowering his medication in the pump to "almost nothing. He thought the medication was down to "0.550 mcg, but he was not sure. He stated, they increase 40% down last week. Additional information was received on 09-dec-2021 from the patients pump managing healthcare provider (hcp) via a company representative who reported that the patient was receiving 600 mcg and it was determined the patient's heart rate was not a side effect of the fentanyl in the pump. Regarding the report that the patient could not eat, could not sleep, had acid reflux, and had been spitting up phlegm, it was determined the patient's symptoms were not related to the pump or the dosage. Regarding the report that the pump was in a bad spot and it hurt, was not related to a device or procedure related problem. The patient found the implant uncomfortable for unknown reasons. It was confirmed that the patient's therapy was being delivered as intended and prescribed by the patient's physician. There were no device or procedure related issues identified. The patient's dose continued to be lowered for pump removal. Additional information was received on 17-dec-2020 from the patient who reported that the pump was turned down to 300 and then to nothing but they did not turn the pump all the way off. The patient was going to see his hcp on (B)(6) 2020. Additional information was received from the patient on 22-sep-2021 who reported that the pump was removed because it was a nightmare. The patient stated that he did not want to answer any more questions about the pump removal and disconnected the call.